Event description:
The customer reported blue fluid streaked with blood leaked from a coulter lh 750 hematology analyzer. The leak occurred while the customer was cleaning the blood sampling valve (bsv). The volume of the leak was less than 2 ml and was contained within the instrument. The customer also reported latron primer recovered high, out of specification. The customer was wearing a lab coat, gloves, and eyewear when the leak occurred. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the leak, which was from the rinse block on the probe wipe assembly. The fse replaced the rinse block of the probe wipe assembly; the leak and high latron background issues were resolved. (B)(4).